Manufacturer narrative:
The reference pump exchange was reported under MDR # 2916596-2018-04733. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient recently underwent a pump exchange due to suspected thrombus. During recovery, pulsitile index (pi) events accompanied by pump power rise was recorded from (b)(46 2018 as well as a low speed operation. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported low speed advisory. During this event, the vad speed dropped below the low speed limit of 8400 rpm. This occurred when the power was gradually increasing and may have been due to something being ingested into the pump. Additional information has been requested, but not provided.

Manufacturer narrative:
Event, device manufacture date: additional information. Labeled for single use, usage of device: corrected information. Manufacturer's investigation conclusions: the report of a low-speed advisories and power elevations can be confirmed based on the submitted log file. The submitted log file showed 119 events spanning 4 days. There was a transient elevation of pump power recorded on day 6, hour 23, minute 6 measuring 9.5 watts. Additional elevations of pump power were recorded from day 8, hour 15, minute 54 through day 9, hour 0, minute 22, ranging up to 13.6 watts. There was a low speed advisory recorded on day 8, hour 21, minute 51 at 8180 rpm. All of the recorded events appeared to be associated with pi events. The system appeared to be operating as intended and the pump parameters returned to normal after each event. A specific cause for the changes in pump parameters cannot be conclusively determined. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, titled "alarms and troubleshooting", outlines all system controller alarm including low-speed advisory alarms, as well as the appropriate actions associated with them. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains ongoing on the device. No further information was provided. No product was available for investigation. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that an echo was performed but no cause was found. No increase in ldh or other hemolysis markers was noted. No treatment was reported. The patient has been discharged from the hospital and is receiving outpatient care.